Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). At this time, carefusion has not received the suspect device/component from the customer for evaluation. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that the CPAP was set to 8 cm and it was fluctuating from 6 cm to 9 cm, while the device was in use on a patient. There was no patient harm associated with the reported issue. The customer found that there was a leak in the patient circuit.